Event description:
This patient had placed in 1971 cronin type silicone gel breast implants. Since 1975 she has experienced fatigue, irritable bowel syndrome and left shoulder pain. At present she suffers sfrom shortness of breath with minimal exertion, fatigue depression, myalgia, short-term memory loss, graves disease and has had bells palsy. The patient had a bilateral periprotehtic capsulectomy with removal of the implants. Both implants were ruptured and very sticky. However, the shells were presentinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.